Manufacturer narrative:
(B)(4). The sample is not available as it has been discarded.

Event description:
A nurse contacted the baxter technical service group to report a system error (se) 2240 alarm on the homechoice (hc) during dwell 2. The nurse (rn) stated he knew it occurred because one of the supply bags became disconnected from the spike. The technical service representative (tsr) explained to the rn that the se 2240 alarm indicated that a large amount of air had entered the cassette. The tsr had the rn recycle power and a system error (se) 2367 alarm displayed. The tsr explained to the rn that the se 2367 had ended therapy and the homepatient (hp) would have to start over with new supplies because the current supplies had been compromised. The tsr assisted the rn to disconnect the hp and retrieve the cassette. The tsr advised the rn would need to inform the peritoneal dialysis (pd) nurse (rn) of se 2240. No injury or medical intervention was reported.